Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Device was discarded, therefore, no evaluation could be performed. The following investigation is planned: product history review, imaging evaluation. The initial reporter has been contacted in order to receive more information on the event. The answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient with aneurysm was treated with gore® excluder® conformable aaa endoprosthesis. The patient had bony intrusion from spine at the point of the renals. The device was placed close to right renal, where the contralateral legs were also placed with no issues. It was reported that the balloon kept being pushed down from placement when ballooning the proximal graft. The device did not move but the physician struggled to balloon the very proximal part of the graft. The final imaging in anterior posterior showed that the device was placed lower than originally thought and an endoleak type 1a was evident (due to the failed ballooning). It was decided to use an additional gore® excluder® conformable aaa endoprosthesis aortic extender conformable cuff to seal closer to right renal as there was still 5-10 mm space up to the renals. The cuff was deployed approximately 1 cm above the main stent graft. However, after the deployment the cuff dropped completely into the main stent graft. Ballooning of the proximal aorta resulted in aortic neck rupture. Both a gore® molding & occlusion balloon and a coda® balloon catheter was used. Patient was reportedly not suitable for open surgery and died shortly after the event.

Manufacturer narrative:
H6: updated due to final investigation results. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient presented with an aneurysm was treated with gore® excluder® conformable aaa endoprosthesis. The patient had bone intrusion from spine at the point of the renals. It was stated that the device was placed close to right renal and that the contralateral legs were successfully implanted. It was reported that the balloon was being pushed down from placement when ballooning the proximal graft. The device did not move but the physician struggled to balloon the very proximal part of the graft. It was stated that the final imaging in anterior posterior showed that the device was placed lower than originally thought and an endoleak type 1a was evident (due to the failed ballooning). It was decided to use an additional gore® excluder® conformable aaa endoprosthesis aortic extender conformable cuff to seal closer to right renal as there was still 5-10 mm space up to the renals. The cuff was deployed approximately 1 cm above the main stent graft. However, after the deployment the cuff moved completely into the main stent graft. Ballooning of the proximal aorta using a gore® molding & occlusion balloon resulted in aortic neck rupture. Patient was reportedly not suitable for open surgery and died shortly after the event.